Event description:
A medtronic representative reported that while in a cranial procedure, the surgeon alleged an inaccuracy. After a successful non-sterile registration, the surgeon draped the patient and tested accuracy. While the passive planar was seen, and verified quickly when touching the bone, the surgeon deemed the crosshair was hovering approximately 2 inches above the bone. In trouble-shooting, the medtronic representative noted that the surgeon had forced screw-on spheres onto the posts of the sterile instrument set. Snap-on spheres were used to swap out for the screw-on and while doing so, the frame fell onto the floor and had to be flash sterilized. After flashing and applying the snap-on spheres the 2 inch inaccuracy remained. The surgeon declined to re-register the patient and continued to use the passive planar occasionally throughout the procedure with the knowledge that accuracy remained the same. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Medtronic representative noted movement of the articulating arm during the procedure. No further issues have been reported. No parts have been returned to manufacturer for analysis.